Event description:
It was reported that the home choice (hc) was having unspecified issues. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The event history log review indicated several alarms (check lines and bags and check heater line alarm), however it could not be duplicated in the evaluation. Check lines and bags alarm is a manual restart alarm that will occur when one or more of the lines are closed or solution bags are empty, or when the supply line is closed due to a kink, closed clamp or empty bag. Auto and manual restart alarms that are not duplicated during rite testing are most likely related to a difficulty outside of the hc device. The cause was undetermined. The device passed the return instrument test/evaluation (rite) electrical test. It failed the rite functional test for volumetric standard right (vsr) pressure leak. External inspection did not reveal any problems with the device. The cause for the unrelated rite failure was determined to be damaged vsr transducer tubing. The transducer tubing was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.